Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine 300 mcg/ml at 105.59 mcg/day, bupivacaine 9 mg/ml at 3.1678 mg/day, droperidol 128 mg/ml at 45.05 mg/day, dilaudid 15 mg/ml at 5.280 mg/day, and sufenta 445 mcg/ml at 156.63 mcg/day via an implanted pump for spinal pain. It was reported that ever since the patient had received the replacement pump on (B)(6) 2018, they had a hard time finding the port to refill the pump. It was also reported the patient was very sensitive to motion sickness. It was asked if the pump was replaced due to normal battery depletion and the reporter was unsure; however, felt that it was replaced for another reason, but the reason was unknown. The patient had a refill scheduled for (B)(6) 2019 and would also be getting an MRI (date not specified). No further complications were reported/anticipated or expected. Additional information was received from the consumer. It was reported the patient "has been seeing a neurologist and they sent us to (B)(6) so she can have a surgery and we had an MRI and this neurologist wants her to have a 3.0t scan." The consumer was calling to inquire if the patient could have a 3.0t scan. Guidelines were reviewed.